Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone- data not available. Cloud - omnipod 5 software app version- data not available. Cloud - smartphone operating system- data not available. Cloud - smartphone hardware- data not available. Cloud - cgm sensor type- data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported visiting the emergency room due to a pod malfunctioning. Additional information regarding the incident was not provided. This incident originated from a social media post and patient information is not available for contact, no further information obtainable.